Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed, de novo lesion in the proximal to mid left anterior descending artery. Pre-dilatation was performed and the xience xpedition 2.25 x 23 mm stent was placed in the proximal to mid lesion at 6 and 8 atmospheres. It was confirmed that there was no malapposition of the stent implant by optical coherence tomography (oct). The procedure was completed without issue. On (B)(6) 2015, the patient experienced angina and stent thrombosis had developed while still in the hospital. Coronary angiography was performed and an intraaortic balloon pump (iabp) was placed. A thrombotic occlusion from the proximal edge of the stent implant was noted. The thrombosis was removed with a thrombuster. Then the lesion was dilated by a non-abbott balloon catheter. Timi 3 blood flow was gained and the procedure was completed. The iabp was removed on (B)(6) 2015. The patient was under follow-up in the hospital. The patient recovered and was discharged from the hospital on (B)(6) 2015. The physician commented that although the stent appeared well apposed by oct, it is undeniable that there was incomplete expansion of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries.